Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue but occlusion recurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 229 to greater than 300 mg/dl at time of events.